Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted concurrent with laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, and posterior colporrhaphy due to stress urinary incontinence, endometriosis, pelvic pain, and pelvic relaxation. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, erosion, recurrence, dyspareunia and urinary problems. It was reported that the patient underwent cystoscopy, ureteroscopy, pyelogram, urethral dilation and hydrodistention of the bladder on (B)(6) 2006. No additional information was provided. (B)(4) ¿ undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2003 concurrent with laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, and posterior colporrhaphy due to stress urinary incontinence, endometriosis, pelvic pain, and pelvic relaxation. It was reported that following insertion the patient experienced pain, erosion, recurrence, dyspareunia and urinary problems. It was reported that the patient underwent cystoscopy, ureteroscopy, pyelogram, urethral dilation and hydrodistention of the bladder on (B)(6) 2006.

Manufacturer narrative:
(B)(4) increased vaginal discomfort and pressure. It has been reported that following insertion the patient experienced urgency, incomplete bladder emptying, increased vaginal discomfort and pressure.